Event description:
A surgical coordinator reported that following intraocular lens (iol) implant surgery, the iol was noted to be rotated at 30 degrees when it should be at 14 degrees. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. Add'l info was requested on 08/25/2011 and 09/16/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).